Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds), when the gripper lever was retracted, the gripper arms did not fully raise. As this occurred during device preparation, there was no patient involvement and the cds was not used in a procedure. There was no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue could not be confirmed as the grippers performed as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Functional testing confirmed that the grippers functioned as intended with no gripper actuation issues observed. There is no indication of a product quality issue with respect to manufacture, design or labeling.